Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Sleep current measurement and active current measurement within specifications. Low battery alarm and replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, missing reservoir tube o-ring, scratched case, minor scratched display window and keypad overlay texture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received replace battery now alarm. The customer¿s blood glucose level was 4.3 mmol/l. The customer states that have to change a battery every day. The insulin pump will be returned for analysis.